Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. The fse replaced the alarm daughterboard then completed pm service. The fse completed pm service and noted that the batteries and the helium tank were replaced as part of the pm service. Subsequently, the fse completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. (B)(6).

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm), the alarm daughterboard for the cardiosave intra-aortic balloon pump (iabp) failed testing and there was no sound from the buzzer. There was no patient involved and no adverse event was reported.